Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization. Customer has received a new insulin pump. Customer is experiencing high blood glucose. The current blood glucose reading is 600 mg/dl. Customer states her body hurts. Customer treated with insulin pump. Customer reported a hospitalization over one year ago. The blood glucose reading was high and hallucinating. Customer stated that the home health nurse improperly inserted the infusion set; for three days the customer did not get insulin. Customer had a broken arm and shoulder at the time. Customer was hospitalized for three days. Nothing further reported.